Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Physician reports "after explantation of the left implant, on examination, thinning of the implant capsule in diameter of 1 cm was detected, under pressure the silicone bulges out of the existing defect." The record relates to the left side.